Event description:
The sugeon implanted a cc4204bf collamer plate lens but it was removed in pieces due to a problem with the pt's eye. The contact stated the lens and delivery system did not malfunction nor cause any injury to the pt. An msi-pf injector and an sfc-25 fp cartridge were used but the contact was unable to recall the lot numbers.